Manufacturer narrative:
The device has been returned to animas. An evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient had a blood glucose of 23 mg/dl with dry mouth and fatigue. Patient states pump fell out of pocket and he has since lost confidence in the pump and is unwilling to complete troubleshooting. This complaint is being reported as the patient experienced hypoglycemia and the pump cannot be eliminated as a cause or contributor.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/23/2017 with the following findings: a review of the black box showed the last bolus delivery was a 5.10 unit ezcarb normal bolus. The pump was run for 24 hours at a 2 unit per hour basal rate, and at the end of testing the basal history correctly showed 2 units and the total daily dose showed 48 units. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was delivering accurately and within range. No alarms occurred during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.